Manufacturer narrative:
Pi lab confirmed the reactivity of the e antigen on capture-r ready-ID, lots id242. Controls performed as expected. All reagent cells exhibited the expected reactivity. Pi performed an antibody ID assay on customer's submitted samples, 10251087 b and 10251087 c, on the echo using retention capture-r ready-ID, lot id242 and capture-r ready indicator red cell, 221327. Controls performed as expected and both samples resulted negative.

Event description:
On (B)(6) 2015, a customer reported unexpected negative reactions when testing a patient sample with capture-r ready ID on the echo instrument. The sample contained anti-e.